Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that a wire in the left motor gearbox assembly that is a part of the brake assembly is broken therefore the brake engages and stops the chair when the user is moving.